Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
This event occurred on the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6, g.1.

Event description:
Healthcare provider reported left side deflation.

Event description:
Healthcare provider reported right side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and brown particles leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: device not leak.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side capsular contracture baker grade iii. The device has been explanted.